Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker is exhibiting longevity fluctuations on the edge between 5 years and 4.5 years. Health care professional (hcp) reported the following longevity remaining: sep 2017 = 4.5 years, april 2018 & may 2018= 5 years and jun 2018= 4.5 years. No changes made at any of the follow-ups. This device is going to be monitored. Remains in service. No adverse patient effects were reported.